Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Update from the manufacturer representative stating that the health care professional should have advanced to the next screen and when they didn't they thought it was stalled. The system has been used in cases since then and has worked without any issues.

Manufacturer narrative:
The unique identifier was not available at the time of reporting. Other relevant device(s) are: fusion compact 1.0 9735638. No parts have been received by the manufacturer for evaluation. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that the system would not register the patient even though there was all green in emitter details. The software would not move forward. They rebooted the system and disconnected and reconnected the system without success. The system would get to the registration and would not move on to register. Then they tried a different type of registration without success. Navigation was aborted causing less than an hour delay in the procedure. No impact on patient outcome.